Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high defibrillator coil impedance and oversensing of noise. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.